Manufacturer narrative:
Further updates regarding the event captured in manufacturer report #3004209178-2015-23517 will now be captured in manufacturer report #3004209178-2015-15394.

Event description:
The healthcare professional reported that there was a call your doctor error message on the patient programmer (pp) and the error code was unknown. Per the patient, the device was malfunctioning periodically and felt jolting sensations; the location of symptoms was unknown. The issues had been occurring since (B)(6) 2015. Additional information received from the consumer on (B)(6) 2016 reported that the implantable neurostimulator (ins) was dead and the end of service (eos) message was seen while the patient was with a manufacturer representative. The consumer also reported that the patient was working with a new healthcare professional that may only be willing to remove the ins. The patient was advised to follow up with the healthcare professional to address the reported issues; the patient had an upcoming appointment scheduled for (B)(6) 2016 and it was requested that a manufacturer representative be present for the appointment.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported that their device was malfunctioning. The stimulation was acting erratic; it was adjusting itself up and down and they were unable to stop it. While the stimulation was acting erratic it became hot through their skin. Indications for use are as follows: 099 -post-lumbar laminectomy syndrome.